Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to water when dropped into a bath tub and then had a blank display and unresponsive buttons. The blood glucose reading was 11.8 mmol/l. It was reported that the insulin pump rattled when shaken. It was advised that the customer discontinue use of the insulin pump and revert to a back up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No unlocked keypad connector or button keypad anomalies were noted. The pump powered up properly after the battery installation. The pump was received with operating currents within specification and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 24 hours and no blank display or rattling was noted. The power connector plugged in and locked in place properly. The pump failed the leak test. The pump leaked at the cracked case corner of the belt clip rails near the battery compartment. The pump was received with corroded electronic assemblies. No traces of moisture were noted at the motor assemblies per visual inspection. The pump was received with a missing serial number label, minor scratches on the case, a missing display window cover and minor scratches on the lcd window.